Manufacturer narrative:
Device has not been returned or evaluated. Should new information become available, a report will be submitted. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that occasionally during power up of the ventilator the screen starts flashing and parameter buttons do not function. No patient involvement or injury was reported.

Manufacturer narrative:
Customer reported that the unit returned to full function. Customer has been informed that the unit requires evaluation. Several attempts were made to obtain the unit for an evaluation. A device history review (DHR) was performed. Millennium ventilator 20409-1, serial number (B)(4), was manufactured on 08/2010. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) did not find any non-conformance that could cause or contribute to the reported issue.